Event description:
Plastic cover over balloon would not come off. During prep no patient harm occurred. Another shockwave was used to complete the case. Manufacturer response for intravascular catheter, shockwave c2 ivl catheter (per site reporter).